Event description:
It was reported to boston scientific corporation on july 11, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off necrosis during an endoscopic ultrasound (eus) procedure performed on (B)(6) , 2023. During the procedure, the first flange of the axio stent did not deploy. The axios stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.